Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: mua for rt knee arthrofibrosis. Event date: (B)(6) 2021. Event day: 41. Site awareness date: (B)(6) 2021. If event date is equal to date of primary study procedure, when did event occur?: prior to procedure. Alert date: (B)(6) 2022. Event occurred: post-op. Country of event: us. Subject cohort: manual. Operative side: blank robotic. Case ID: blank. Date of total knee arthroplasty: (B)(6) 2021. Additional event details: is this a worsening of an existing event?: no, if yes, choose the corresponding ae log line. Start date and term: blank. Severity: blank. Is the adverse event serious? Blank. Death: no. Date of death: blank. A life-threatening illness or injury: no. A permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Admission date: blank. Discharge date: blank. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to device (attune): blank. Relationship to primary study procedure: blank. Relationship to other protocol device (velys robot): blank. Outcome: blank. If the event is device or procedure related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: n/a. Intervention/treatmentnone: no. Medical intervention/modification: no. Specify: blank. Diagnostic intervention: no. Specify: blank. Culture taken: no. Physical therapy: no. Observation: no. Manipulation under anesthesia: no. Date of manipulation: (B)(6) 2021. Pre-manipulation ¿ specify: extension: 5. Hyperextension flexion: 105. Post-manipulation ¿ specify: extension: 0. Hyperextension flexion: 115. Surgical intervention not for the study knee: no. Specify: blank. Date of surgical intervention: blank. Surgical intervention for the study knee: no. Date of surgical intervention: blank. Procedure performed (mark all that apply): I & d: no. Arthroscopy: no. Re-operation/revision (please complete the re-operation form): no. Specify: blank. Components removed (mark all that apply): none: no. Femoral component: no. Tibial base: no. Tibial insert: no. Patellar component: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.